Manufacturer narrative:
Catheter in use during reported event was a straight tip. Patient tried a coude tipped catheter and reported that it worked great. Patient did not know lot number or other UDI information of device in use during event.

Event description:
Patient (user) reported he recently began using the ultra catheter which usually works just fine. However, he noticed that when he catheterizes preventively before bed or leaving home the catheter tends to routinely enter a false passage causing him to reinsert. The patient reported he had an infection while using the ultra catheter. He was prescribed an antibiotic and fully recovered in about 3 days.